Event description:
On 24-mar-2026, a sales representative reported via email that an ar-1926bcsp 3.5 mm pushlock biocomposite self-punching anchor was being used for lateral fixation during a cuffmend procedure on (B)(6) 2026. During insertion, the pushlock eyelet detached from the anchor. The eyelet was retrieved, but attempts to reload it onto the anchor were unsuccessful. The eyelet was discarded, and a new anchor was opened and used to complete the procedure. The issue was identified during the procedure, and no patient harm was reported. Additional information was received on 27-mar-2026: the case was completed using another ar-1936bcsp 3.5 mm pushlock biocomposite self-punching anchor. The surgery experienced a delay of approximately three minutes. It is unknown whether any additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.